Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation procedure with a mentor memoryshape breast implant 295cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s right breast prosthesis was diagnosed by both mammogram and ultrasound. In addition, the ultrasound results showed silicone-laden lymph nodes in the right axilla. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 07-nov-2024, mentor received additional information about the event: the patient was scheduled to undergo bilateral explantation on (B)(6) 2024. The patient was diagnosed with breast prosthesis rupture, baker grade IV capsular contracture, and seroma, all in her left breast. This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2024-13878 for the report for the patient¿s left breast prosthesis. On 13-nov-2024, mentor received additional information about the event: the patient developed capsular contracture in both breasts. The baker grade was not reported for the right breast. A sample of the patient¿s left breast seroma was taken and sent to pathology. The results of a cytology report have not been provided. Reason for device explant and/or reoperation: bilateral breast prosthesis rupture, bilateral capsular contracture, left breast seroma. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 27-dec-2024, mentor received additional information about the event. The patient¿s explanted breast prostheses were replaced with mentor memorygel boost breast implant 355cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 31-dec-2024, the mentor failure analysis lab received the device for evaluation. On 07-jan-2025, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant developed capsular contracture and had silicone-laden lymph nodes. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noted within the siltex cracking measuring approximately 1.8 cm. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).